Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose, diabetic keto acidosis. The customer blood glucose level was 690 mg/dl at the time of incident and the current blood glucose of the patient was 130 mg/dl. Customer stated the other blood glucose level was 1200 mg/dl. Customer experienced symptoms such as nausea all night long, difficulty breathing, abdominal pain, vomiting, freaking out. Customer treated with insulin drip, manual injection, emergency room. Customer alleges pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.